Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for analysis. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. The information received indicated potential auto-inflation and low grade infection, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted due to a potential auto-inflation malfunction from reservoir that resulted in a mechanical issue as well as a low grade infection.